Manufacturer narrative:
The alleged event was confirmed by the manufacturing plant. The device was received by the manufacturing plant and the reported symptom ¿blank screen¿ was confirmed during manufacturing testing of the complaint sample. The reported symptom ¿ burning smell¿ was confirmed during the testing. A visual inspection of the returned cycler exterior showed no sign of physical damage. The cause of the malfunction is a faulty inverter board that is faulty and shows evidence of heat damage. An investigation of the product history records was conducted by the manufacturer. There were no deviations or non-conformance's during the manufacturing process. In addition, the product history review confirmed the labeling, material, and process controls were within specification.

Event description:
Peritoneal dialysis patient reported to technical support that during fill one the cycler display screen went blank and observed a burning smell coming from the cycler. Patient declined turning the cycler back on because they wanted to avoid an electric fire. Patient stated that the screen went completely dark, but they could hear it working. Patient completed treatment with continuous ambulatory peritoneal dialysis with no complications. The device was replaced.